Event description:
The consumer's husband was pushing her around in the wheelchair. When he turned to the right, the spoke on left front wheel allegedly broke and the consumer fell out of the chair. No injury is alleged.